Event description:
We received an adverse event form on (B)(6) 2011 stating that on (B)(6) 2011, without any significant manipulation hcp noticed the lead tip was not in the svc. Under fluoroscopy to evaluate position of the lead tip, noted there was a square knot in the lead tip. After unsuccessful attempts to remove the knot, the lead was removed. The subject had her implant done successfully three days later. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).